Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the charged coupled device (ccd)-cable was pressed by the dents, which led to slight breakage of ccd-cable. As a result, image disappeared. The user may prevent occurrence of the suggested event by handling device in accordance with the following IFU: operation manual_ "important information ¿ please read before use_ warnings and cautions warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the image disappeared when angulated the bending section due to insertion tube dented and the ring gauge did not pass. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during the bronchoscopy/bronchoalveolar lavage, while advancing the scope into the patient's airway, the provider noticed a momentary flash of black on the image display screen. She stopped movement but did not see it again. After a couple of moments, she began advancing the scope and the image went black for several seconds. When the image came back, only static was seen. The issue caused a 15-minute procedural delay. The procedure was completed with a similar device. No patient harm was reported.